Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6) hospital. E1h event site postal code: (B)(6). E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables - 113322b5 - alphamaxx (460 mm longit. Shift), EU. While an anesthesized patient was present on the operating table, the table lost power and was alarming. Only manual buttons were working. The patient was transferred to a different operating table. This resulted in a delay of around 30 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113322b5 - alphamaxx (460 mm longit. Shift), EU. While an anesthetized patient was placed on the operating table, the table lost power and was alarming. Only manual buttons were working. After the event occurred, the patient was transferred to a different operating table. This resulted in a delay of around 30 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. The evaluation of the affected device performed by the company¿s service technician revealed the malfunction of the potentiometer for longitudinal movement/height (part number: 31136594). The affected mobile table was manufactured in 2017. According to the customer product complaints database, the potentiometer was never replaced. It can be assumed that the potentiometer was in use for almost 6 years until the described failure occurred. The technician confirmed that the malfunction of the potentiometer was related to the age of this part. With the information gathered as a result of the root cause analysis performed, we conclude that the reported event was caused by wear of the potentiometer for longitudinal movement/height. The affected part was replaced with a new one. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As the potentiometer malfunction was found, it was considered that the getinge device was not up to specification. The trend review revealed that there were no additional reportable customer product complaints similar to the one investigated herein. The failure ratio for the issue investigated herein is (B)(4) and this is a single and isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however, as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h6 component codes field deems required. This is based on the internal evaluation. Previous h6 component codes: measurement/sensor//510 electrical and magnetic/cable, electrical//423. Corrected h6 component codes: measurement/sensor//510.

Event description:
Manufacturer's reference number (B)(4).